Manufacturer narrative:
The customer contacted a siemens technical application specialist (tas) on (B)(6) 2016 about discordant na results on patient samples on (B)(6) 2016. The customer had replaced the integrated multisensor technology sensor and performed monthly maintenance two days before the discordant results were obtained. The customer stated that there had been no additional discordant na results. During troubleshooting, the sample probe alignment was checked and was acceptable. The cause of the discordant, falsely low na results on nine patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on nine patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The patients were redrawn and the redraw samples were tested on the same instrument, resulting higher that the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.